Manufacturer narrative:
Telephone number - e1: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from germany, edwards received notification of a case involving a 56 mm evoque valve implantation. Following completion of the procedure, a third-degree atrioventricular block was observed on an ECG performed on the same day. On postoperative day 2, a leadless permanent pacemaker was implanted. The patient recovered.